Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder out of phase. Unable to confirm motor error alarm due to a35 alarm. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to an MRI. The insulin pump was stuck in the rewind loop and kept alarming motion sensor test failure. The displacement test failed. The insulin pump also alarmed motor error. He was unable to rewind the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.